Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of (B)(6)): under infusion: spacepump 8713050 with serial number # (B)(4) in combination with cytoset spaceline gave too little fluid. Drug should be given with 340 ml per hour and should be infused in 1 hour. After 1 hour, the bag was not empty. This was clearly visible and when the drips were counted too few drips were seen in comparison with what you would expect. We checked ever detail of the line and everything was ok, clamps were closed, line was well inserted. When the pump was opened, it was obvious that the silicone segment of the line had collapsed. We noticed that the silicone segment was + or - 2 mm longer and that it is bent where it was inserted in the pump segment. We compared the speed of drips falling and saw that in a comparable situation, with the same set up, the pump should deliver around 113 drips per minute, but this pump only gave around 70 drips.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently under investigation at our bbm laboratory in (B)(4). A follow-up report will be provided after the inspection results are available.